Event description:
A report was received that the pt developed an infection at the pocket site. The pt's symptoms included pain, redness and drainage at the pocket site. The pt was prescribed antibiotics, but it was not successful in resolving the infection. The physician explanted the precision system. The pt was placed on IV antibiotics after the procedure and was reportedly doing well.

Manufacturer narrative:
The devices involved in the complaint were not returned to bsn as they were kept by the medical facility. A review of the mfg documentation of the device involved found that no anomalies or deviations potentially related to the reported event occurred during mfg. A review of sterilization records found them to be satisfactory. This is the final report.